Event description:
This complaint was reported in error by the customer. The customer confirmed that this device did not malfunction in any way and that it was accidentally reported to stryker in error. There was no product or device malfunction for this unit.

Event description:
It was reported via repair work order that the stretcher collapse during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.